Event description:
As reported, during a transurethral urolithotripsy procedure, an ncircle tipless stone extractor was used to retrieve a stone. After opening the product, a test operation was performed, and no problems were observed. When attempting to grasp the stone, the device was unable to do so on the first attempt. Upon removal and inspection, it was found that the base of the basket had severed. The wire had broken off, despite no excessive force being applied during use. Another ncircle tipless stone extractor from a different lot was utilized, and the procedure was completed successfully without further issues. There were no concerns regarding device handling at the facility or by the physicians, who are experienced with this product. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. There was no unintended section of the device that remained inside the patient.

Manufacturer narrative:
E1 - phone: (B)(6) g4 - PMA/510(k) #: exempt h3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.